Manufacturer narrative:
Patient specifics with regard to gender, age, and weight were not provided by the doctor. Multiple attempts were made to contact the complainant in order to obtain further information; however, the complainant has remained unresponsive. No further information has been received regarding the patient's current health status. An update will be submitted if any new information is provided. The optibond xtr product involved in the alleged incident (adhesive (catalog #35108, lot #4450028 and primer (catalog #35107, lot #4398611)) was returned. The adhesive was within expiration; however, the primer which was returned was expired. A visual evaluation was performed on the expired primer, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. A visual and physical evaluation was performed on the returned optibond xtr adhesive using a retained sample of primer from lot #4445967, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot.

Event description:
A doctor alleged that a core build up and post which had been placed using the optibond xtr and the build-it fr core material had separated from the tooth upon removal of a patient's temporary restoration.